Event description:
Broken memory ring, this was noticed during fixation by suture. For the time being the implant will stay in the pt, since there was no replacement product and there wouldn't have been another alternative on an outpatient basis. Dr overlapped the memory ring and secured it by suture. Explantation is being discussed.